Event description:
IV piggyback medication infusing through carefusion pump, medication backed up into the primary carefusion tubing despite a check valve in place. IV pump evaluated and was functioning properly.